Event description:
The user facility reported to terumo cardiovascular systems corporation, that during cardiopulmonary bypass surgery, the perfusionist clamped the cardioplegia line and did not remove the clamp, which caused the line to over-pressurize. The pt was not changed out. There was no pt injury. The surgery was completed successfully; however, the procedure was delayed.

Manufacturer narrative:
Upon eval of the device, the complaint was confirmed to have been the result of user error. Visual inspection found that pt blood had reached past the first barb on the conducer ports, which indicates a risk of pt blood leak. Performance testing revealed that the device leaked near the conducer housing's weld; the connection points are prone to leak when over-pressurized. The labeling of the device instructs the user to use caution in clamping the tubing. All info has been placed on file with quality management for tracking, trending, and f/u. (B)(4).